Event description:
Cuff tear of the shoulder resulting in elevation of humerus. As a result this caused a rocking horse effect on the anchor peg glenoid resulting in its loosening. Diagnosis or reason for use: arthritis of the glenoid.